Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurred and acknowledged this instruction.